Manufacturer narrative:
(B)(4).

Event description:
It was reported that "while trying to use iab ultraflex 7.5 fr 40cc after inserting the balloon wasn't inflating". As a result the iab was removed and a 2nd iab was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "while trying to use iab ultraflex 7.5 fr 40cc after inserting the balloon wasn't inflating". As a result the iab was removed and a 2nd iab was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab "balloon wasn't inflating" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "while trying to use iab ultraflex 7.5 fr 40cc after inserting the balloon wasn't inflating". As a result the iab was removed and a 2nd iab was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Returned with the sample was the supplied 40cc inflation driveline tubing; no blood or abnormality was noted with the tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend was noted to the iabc at approximately 19.5cm from the iabc distal tip. No blood was noted on the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0063in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested using and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon wasn't inflating" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.